Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 160.1mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2018 thehealthcare provider reported an empty pump alarm. The patient has not had their pump refill since (B)(6) 2017 and per the healthcare provider the pump says 45.2 ml dispensed since last update. The empty reservoir occurred (B)(6) 2018. The patient has missed a refill. Per the healthcare provider the patient¿s family stated wasn't helping the patient so he didn't want to get it refilled. It was clarified that they hadn't noticed it helping the patient since it was implanted as the patient has always taken oral baclofen as well. There was no withdrawal symptoms as a result of the pump running dry. The patient has never had therapeutic relief per the family. No further complications were reported or anticipated.